Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (displays error code) was confirmed. As received, the charger would not charge a battery pack. Upon investigation, the q1 current-controlling transistor on the bedside board was internally shorted. The cause of the error is the shorted transistor. The root cause of the shorted component could not be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that charger/modem sn (B)(4) was displaying an error code when charging a battery pack.